Event description:
Consultant reports during alif procedure, the screw in the shaft of the trial handle broke off in the anterior trial spacer. It is reported the spacer was immediately removed with a ronguer. Procedure was completed with no further problem, no harm to patient. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.determined from lot number received.(B)(4)